Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display had missing pixels. The pump was used as is. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Please disregard the previously submitted medwatches regarding this reported complaint. After physical evaluation of the display, it was found that the display screen was still functional and readable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b5 and h6.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.